Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that "dr (B)(6) attempted to re-position the final screw on a 2 level acdf using aviator. He did not use the removal drive because he didn't believe the screw was fully integrated into the plate. Upon removal of the screw, the wing of the tip left screw broke. He replaced the plate and used 6 rescrew screws. No negative outcome to the pt and about 30 min was added to operating room time. He admitted he should have used the removal driver. He has used it many times before with no negative incidents. Dr (B)(6) is also a regular user of aviator" (B)(6) clarified "sorry, the wing on the top left hold of the plate broke."